Event description:
It was reported that the ipg was unable to communicate with external devices and the ipg was inoperable. Patient was unable to change after multiple attempts. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.